Event description:
It was reported that this handpiece will continue to run without actuating the trigger. This was found during a routine maintenance visit and in a non-sterile environment. This did not occur during a surgical procedure. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was confirmed. The device was repaired and returned to the customer.